Event description:
The customer reported that the reservoir tank was overflowing and spilling cidex opa. Cidex opa was failing after 4-5 days. There were no physical symptoms reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the hose. The fse tested the unit, and found it operating to manufacturer specifications.